Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped while placed onto a patient. They stated that the torque screw was at 80 psi, then moved to 40 psi, and there was an injury to the patient. Additional information has been requested.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit was unable to duplicate slippage, and when the skull clamp is properly positioned and put under pressure, it does not move. The clamp does have some rotational movement in the lock, but all movement is gone when put under pressure. However, the lock has both rotational and lateral movement and a residue buildup is present. The index knob, and the lock will need new components added to replace worn internal parts, and the unit will need to be machined to have heli-coils added to large starburst threads. General cleaning and maintenance will be performed, and all worn components will be replaced with new parts. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The unit was last serviced in 2023, and it is recommended that the unit receive a preventative maintenance service. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.